Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance, twelve (12) tubes exhibited red cell hang up. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 1 photo for investigation, which indicated red cell hang-up. Additionally, a total of 100 retained samples were visually inspected, and indicated failure mode red call hangup was not observed. Complaints for sample quality were not under statistical control for the month of january 2026, additional testing will be performed. Factors that may contribute to red cell hangup were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, red cell hangup, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode red cell hangup via photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance, twelve (12) tubes exhibited red cell hang up. No adverse impact was reported regarding the patient or user.